Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery cap was not returned. The test battery cap attached to the pump and powered it up. The pump powered up to a verify screen with auditory and vibratory alarms. A leak was found in the battery compartment. The pump cover was removed to find internal moisture on the printed circuit board and keypad connector. The keypad was unresponsive and further power testing was unable to be performed. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.